Manufacturer narrative:
The reported event of "the electrode could not be fixed" was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during routine dual chamber pacemaker implant that the atrial lead was unable to be fixated. The physician elected to complete the procedure with a different atrial lead. The patient is recovering after the procedure.  Further information was requested but not received.